Manufacturer narrative:
Product evaluation: the lens was returned completely encased in adhesive tape. Solution was dried on the lens. The optic is torn/cut from the edge through the central optic zone toward the opposite edge of the optic (still attached). Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. A lens bench evaluation could not be performed due to the damaged condition of the returned lens. The file indicated that the 20.0 diopter lens was exchanged to a + 20.5d". (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported blurry vision and discomfort in an eye following an intraocular lens (iol) implant procedure. The lens was removed.